Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).

Event description:
It was reported that the lead was damaged during an explant procedure. All tines and electrodes were left in the pt. Additional information was requested.